Manufacturer narrative:
Reference second MDR associated to this event: 3008011247-2014-00095. Device not available for return.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an aaa. The patient presented with pain in the leg at the routine six month follow-up visit and the CT images show an occlusion of the right iliac limb with thrombus extending to the primary sealing rings of the aortic body. The physician elected to convert the patient to open surgery on (B)(6) 2014 to explant the stent graft and sew in a bifurcated graft. The iliac limb occlusion is due to the formation of thrombus in the stent graft, with the onset of the thrombus formation noted in the overlap section of the aortic body and iliac limb. As of the date of this report, there have been no additional patient sequelae.